Manufacturer narrative:
Exemption number 1997036. The total number of events being summarized is:16,513. Summary of the investigation results for serious injury. Implant failure (loss of osseointegration): the complaints associated with implant failure (osseointegration issue) have been investigated via a thorough review of the device history record (DHR), and, dimensional and visual inspection of retained sample and/or visual inspection of returned product, if available. Product issues associated with this event are not identified by the investigation. Any remedial action is not required at this point. The dental implant failure is well-known adverse events and most likely caused by restoration design and patient health condition such as poor bone quality, diabetes and smoking other than the dental implant. The implant failure rate is monitored to ensure performance of the product in the market, consistent with historical and expected performance. Implant fracture- over time: the complaints associated with implant fracture have been investigated through DHR review, dimensional and visual inspection of retained sample and/or visual inspection of returned product, if available. Enter the results of reviews/inspections for example: product issues associated with this event are not identified by the investigation. Any remedial action is not required at this point. The sequence of the conditions that led to the fractured implant could be multiple of variables such as lack or loss of sufficient bone support, bruxism, improper restoration design and/or patient conditions other than the dental implant. The implant fracture rate is monitored to ensure performance of the product in the market, consistent with historical and expected performance.

Event description:
The nature of this 3500a report and the additional alternative summary reports being summarized for this reporting quarter are serious injury. This report summarizes 4,243 reported serious injury type of events.